Manufacturer narrative:
(B)(4). The pipeline flex will not be returned for evaluation as it was discarded by the customer. The device was not returned for analysis; therefore the report of pipeline flex failure to open could not be confirmed, and the event cause could not be determined. Per pipeline flex instructions for use (IFU): ¿resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿

Event description:
Medtronic received report that a pipeline flex did not completely open during a procedure. The patient was being treated for an unruptured, fusiform aneurysm in the left supraclinoid internal carotid artery (ica). Aneurysm max diameter was 9mm and neck diameter was 15mm. Landing zone artery size was 4.2mm distal and 5mm proximal. The vessel was moderately tortuous. All devices were prepared as per IFU. The pipeline flex was navigated to the m1 and unsheathed. It was reported that the distal end opened, but the body (middle section) was not opening properly. Imaging showed that the device was open without evidence of twisting or kinking, but would not fully expand. Resheathing and re-deployment was attempted three times and was unsuccessful in opening the device. The pipeline flex was removed from the patient, then discarded by the customer. A new device opened without issue and successfully implanted. Aneurysms stasis was observed, as expected. There was no report of patient injury as a result of this event.